Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11initial rep name: (B)(6)

Event description:
N/a

Event description:
It was reported by customer during use that system 98 intra aortic balloon pump (iabp) had difficult to obtain signal and blood pressure trigger. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit:e1(initial reporter) (B)(6), (event site name) (B)(6) hospital, (event site address) (B)(6), d10(concomitant products) catheter maquet, biopharis interventional analytic injection device a detailed evaluation could not be performed because the equipment has been end of life since 2015 and replacement parts are no longer available for this model. The client reported that there was no harm to the patient, as the device was promptly replaced with another unit. It was also noted that the equipment had never undergone preventive maintenance by getinge and there is no record of system 98 registration.